Event description:
As reported, the autopulse platform (sn (B)(6)) displayed a user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) error message. The user was unable to clear the error. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.

Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6)) displayed a user advisory (ua) 45 (not at "home" position after power-on/restart) error message was confirmed during functional testing. The root cause for the reported complaint was a failure of the integrated encoder gearbox, likely attributed to a failed component. During visual inspection, unrelated to the reported complaint, a cracked top cover, and a damaged front enclosure were observed. The probable root cause for the observed physical damage was user mishandling. The top cover and front enclosure were replaced to address the damage. In addition, unrelated to the reported complaint, the UDI label was observed to be unreadable. The observed issue was likely attributed to user mishandling or wear and tear. The UDI label was replaced to remedy the issue. Unable to retrieve the complete data archive as it was unrecoverable. The autopulse platform failed the initial functional testing due to the (ua) 45 displayed upon powering on. The encoder drive shaft was rotated to the home position to clear the error. However, the platform displayed the (ua) 45 error message during the run-in test again. The integrated encoder gearbox was replaced to address the observed failure. During further testing, unrelated to the reported complaint, the autopulse platform failed the load cell characterization test as load cell module 1 was exceeding normal parameters. The failed load cell module 1 was replaced to address the observed failure. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(6).